Manufacturer narrative:
D2b pro code (product code): obj, itx. The device was returned for analysis. Visual inspection revealed no issues with the device with it appearing to be in good condition. Microscopic and functional inspection revealed a perforation in the guidewire lumen.

Event description:
It was reported that catheter perforation occurred. The patient presented for a bilateral venous case. The opticross 35 imaging catheter was advanced over an amplatz ss guidewire for ultrasound examination of the target lesion. The stiff end of the amplatz exited through the side of the opticross creating a hole in the catheter. The procedure was completed successfully with another opticross 35 catheter. There were no patient complications.

Manufacturer narrative:
D2b: pro code (product code): obj, itx.

Event description:
It was reported that catheter perforation occurred. The patient presented for a bilateral venous case. The opticross 35 imaging catheter was advanced over an amplatz ss guidewire for ultrasound examination of the target lesion. The stiff end of the amplatz exited through the side of the opticross creating a hole in the catheter. The procedure was completed successfully with another opticross 35 catheter. There were no patient complications.